Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that one screw was displaced on the lock plate and did not allow the battery casing to connect. It was further determined that the oscillating head was damaged and the saw head ratchet was sticking and did not have a smooth movement. It was determined that the displaced screw and the sticking saw head ratchet were due to loctite degradation from normal use and cleaning over time. It was determined that the damaged oscillating head was due to a manufacturing issue. The manufacturing issues have been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the screw inside the base of the battery oscillator device was sticking out and would not allow the battery casing device to engage. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.